Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (314-512 mg/dl). A bolus via the pump was delivered to address the bg. The customer declined tandem technical support's offer to troubleshoot. The customer declined to provide further information regarding the high bg events and suspected it was due to not changing the cartridge and infusion set as per the labeling.